Manufacturer narrative:
The revision reported may have been the result of liner fracture which led to the locking clip fracture and subsequent locking clip device-device loosening. Prosthesis wear of the liner may have contributed to the liner fracture and wear of the metal components. However, the sequence of events cannot be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information/full product information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, an exactech employee was notified of a revision at hss by the doctor. It appears to be related to wear. The tibia and talus remained well fixed, so a vitamin e liner and new locking clip were inserted. No additional information is available. The patient's polyethylene insert was part of the recall.